Event description:
Medics responded to a cardiac arrest. When pt was put on monitor, monitor showed that the pads were not connected, paddle leads also not picking up. Pt was put on another monitor and call continued on. Pt had no other compromise due to switching monitor. Pt was turned over to ER staff with no change. Leads were changed several times with no success to the reading.